Manufacturer narrative:
(B)(6). Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Method: the subject device bc191-05 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p). Our investigation is thus based on the photography and information provided by the healthcare facility and our knowledge of the product. Results: evaluation of the provided photos confirmed that the subject device was leaking between the tubing and the connector. No damage to the tubing or the connector was observed. Conclusion: without the return of the subject device for evaluation, we are unable to determine the cause of the reported event. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc192-05 flexitrunk nasal tubing include the following: "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." "Disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care" "use patient oxygen monitoring." Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing.

Event description:
A healthcare facility in west virginia has reported via a fisher & paykel healthcare (f&p) field representative that the a bc191-05 flexitrunk nasal tubing was found leaking at the connector. There were no reported patient consequences.